Event description:
It was reported that the procedure was being performed in the emergency dept. The needle was positioned in the pt's tibia and used successfully, at which time the physician decided to remove the needle. During removal, the needle hub disconnected and the needle was removed with a surgical forceps. No additional complications or pt death was reported.

Manufacturer narrative:
(B)(4).